Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and trace levels of ketones; cause of bg was unknown. A correction bolus was delivered, a manual injection was administered and water was consumed to address bg.